Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, in 2008 (exact date not reported), the patient was hit in the head. Since that incident, the patient reports pain and a decrease in sound quality. Results of an integrity test done approx two months later, were consistent with normal receiver/stimulator function with electrode anomalies. A CT scan (date not reported) showed the electrode array in the correct position. The patient's processor was reprogrammed. In late 2008, a repeat integrity test confirmed the results of the previous test. Explant/reimplant surgery is scheduled for early 2009.